Event description:
Reportedly the recipient is hearing intermittently since the beginning of august 2019. On some occasions the recipient was only able to hear when pressure was applied on the scalp. No trauma or accident was reported. The user has been contacted by the clinic but does not have time for an appointment so no further actions have been decided at this time.

Manufacturer narrative:
According to the received information from the field, the recipient experiences intermittent hearing with the device. External devices still need to be checked and no troubleshooting has taken place yet. As no follow up was carried out yet and no additional information has been received, a root cause cannot be determined. This is a final report.

Event description:
Reportedly the recipient is hearing intermittently since the beginning of august 2019. On some occasions the recipient was only able to hear when pressure was applied on the scalp. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the recipient is hearing intermittently since the beginning of (B)(6) 2019. On some occasions the recipient was only able to hear when pressure was applied on the scalp. No trauma or accident was reported.